Manufacturer narrative:
The unit was serviced by a third party. Reported event was not duplicated. No repair information available. Block a: customer contact reports no patient information available.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date.

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.